Manufacturer narrative:
Iris field service engineer was sent to the customer location and confirmed the control failures. The fse observed air in the line from the color, clarity, and specific gravity module (cgm) to the probe. The fse also discovered a hole in the tubing at the cgm fitting. The fse replaced the tubing and verified the instrument alignments. The fse reran controls and the controls passed. The system was operational. Bec internal identifier for this report is (B)(4).

Event description:
The customer stated they are failing multiple quality controls for control level ca and control level cb. The customer is getting false negative controls for bilirubin, glucose, urobilinogen, and ketones. The customer attempted to troubleshoot by using fresh controls of the same lot. The customer is using control lot #: 085-15. The customer was still getting control failures after using fresh controls. The customer also ran reflectance and indicated the reflectance passed. There were no erroneous results generated or reported out of the lab.